Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the tip separation was likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the leg. An unspecified emboshield nav6 was selected for the procedure. The physician removed the barewire from the nav6 kit and replaced it with a barewire workhorse 315cm. The replacement was physicians choice and no issues with the barewire from the nav6 kit were reported. There as no resistance noted while advancing the barewire workhorse 315. During atherectomy, the tip of the barewire workhorse 315 became separated. The rest of the barewire was simply removed without issue. The separated tip portion remains in the anatomy and there are no plans to retrieve it. The patient is fine. There was no adverse patient sequela reported. No additional information was provided.